Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma tibial impactor broken, cracked at base. No impact on patient, no delay on surgery.

Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that "cracked not into two or more pieces" due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency. Further updates will only be provided if additional information is received that changes the regulatory determination.